Event description:
It was reported that the customer wants to be able to alias ECG interpretation statements at on the tc50, so that when the ER or urgent care provider sees the ECG print out, they will see "st changes" instead of "st elevation" which activates a stemi protocol. The result is that a number of patients have been sent to the cath lab, with some actually making it to the table, for no reason. Patient had an unnecessary invasive cardiac procedure.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
There is no product malfunction. Device was confirmed to be operating per specifications and displayed the appropriate interpretation by the algorithm. Customer has an enhancement request for the automated interpretive statement on the top of the report printout to read st changes rather than st elevation because due to their hospital¿s workflow they must initiate a stemi protocol if st elevation is stated on the report. Physician guide states ¿while increasingly detailed and well developed, no automated analysis is completely reliable, and computerized ECG analysis should always be reviewed by a qualified physician. The interpreted ECG is a tool to assist the physician in making a clinical diagnosis in conjunction with the physician¿s knowledge of the patient, the results of the physical examination, and other findings.

Manufacturer narrative:
This is an enhancement request for the tc50 printout to read st elevation instead of st change for the printout. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.